Event description:
The patient received her scs system on (B)(6) 2008 including an ipg. It was reported the patient is no longer feeling stimulation. She has not charged her ipg in several months. The charger and programmer can no longer communicate with the ipg. An sjm representative met with the patient to resolve the issue, but was unsuccessful. Attempts to gather additional information were unsuccessful. No further information is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.